Event description:
It was reported that durin a laparoscopic cholecystectomy surgeon was using endopouch pro46. The surgeon deployed the bag, put the gallbladder inside the bag and close it . When the surgeon was pulling the bag out of the portsite of the patient, the bag ripped open at the bottom. Procedure was completed. No patient consequences were reported.